Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
On the literature article named "radiologic outcomes of intramedullary nailing in infraisthmal femur-shaft fracture with or without poller screws", it was reported that, during the treatment of patients with infraisthmal femur-shaft fractures with fixation with a trigen tan nail, three (3) patients who underwent nailing without poller screws developed a failure of hypertrophic nonunion and underwent an additional insertion of poller screws. The union was obtained without further procedure.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported event could not be confirmed. The contribution of the devices to the reported events could not be corroborated. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. No further medical assessment is warranted at this time. Should any additional relevant medical information be provided, this complaint would be re-assessed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, procedural/user error, surgical/post operative complications, healing issues and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.